Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.14¿ from the base, and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace (part number 480275-08/lot number l90211019-0271) associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The harmonic ace instrument is a single-use device. Isi has received the images of the broken harmonic ace instrument. The review of the provided image is conducted by the regulatory post market surveillance (rpms) specialist and found that the harmonic ace instrument blade was detached/missing. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument tip was broken. The procedure was completed with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use, and no issues were noted. The surgeon was dissecting tissue at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. There were no fragments fell inside the patient during the procedure.